Event description:
The customer alleged that his blood glucose readings had been higher than usual. His initial complaint did not meet the criteria to be reported, but his test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure) and an average of 199 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.